Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or failed battery test alarm noted. The pump had an intermittent button response and button error alarm due to the corroded keypad traces. The pump also had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose is 130 mg/dl. Customer stated that she can't clear the alarm and the pump keeps beeping. Customer stated that she took the battery out and put it back in. Customer got a black circle and the explanation for the button error. Customer stated that she was at the beach and that it could be perspiration. Customer stated that she was changing her daughter's diaper when she got the alarm. Customer stated that a button was not pressed for 3 minutes or longer. Customer also had a failed battery test alarm and stated that the battery had been used before in the pump. Customer stated that she does not have a new battery with her. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.